Manufacturer narrative:
The lead was used in treatment, and remained in service for approximately 14 years, 2 months before being explanted. It was reported the lead was explanted due to low impedance and insulation damage; no adverse patient effects were reported. The lead was not returned for analysis, therefore the clinical observation could not be confirmed. The investigation will focus on review of product documentation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Complaint review of lot # c2-04791 identified no additional complaints. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this device for complaint trends. Per qa permanent pacing lead final inspection procedure the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, helix to connector pin used as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Per instructions of use of guidant permanent implantable pacing leads (IFU) it informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explanation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator.

Event description:
The customer reported during explant procedure of an ipg due to normal battery depletion, it was noted that this right atrial lead exhibited low impedance measurement of less than 200 ohms, and lead insulation damage was also noted. No adverse patient effects were reported.